Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: a cartridge alarm can be caused by not following the proper procedure to load the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a valid cartridge alarm 5 (pressure out of range) occurred during the load process. Reportedly, the customer filled the cartridge with insulin while the cartridge was on the pump. A new cartridge was successfully loaded to address the event. The customer's blood glucose (bg) level was 264 mg/dl and the bg level was addressed with a bolus via the pump.